Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the noise due to the up/down angulation and scope communication error e216 could not be determined. It is possible that the issues were caused by a defect of the image sensor unit, failure of the video connector's internal circuit board, or system failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a disconnection of the universal cord. Inspection and testing of the returned device found the image was lost and there was an e216 scope communication error. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that due to the disconnection of the imaging cable, noise occurred in the image during up/down angulation and the image does not appear. An e216 error occurred due to damage to the imaging unit, the curved rubber adhesive was missing, the video connector was cracked, the video connector case was cracked, and the label on the video connector came off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.